Event description:
A micro drill medium angled attachment was sent for evaluation because it was dripping blood/oil. The event occurred during a routine field service maintenance visit. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
Additional information will be submitted once the device evaluation is complete.